Manufacturer narrative:
PMA/510(k)#: p100022/s001. This pr addresses the requirement for 12 bare metal stent implantations. According to information from the article, during the (B)(6) study fp lesions were treated with zilver ptx stents. Stent diameter was 6 or 7mm. The rpn and lot numbers of the devices involved are unknown. The study addressed in this complaint, measured the requirement of re-interventions. Re-intervention was indicated by a restenotic lesion. Restenosis was defined as recurrence of =50% diameter stenosis. During the (B)(6) year follow up, (B)(4) patients underwent bare metal stent implantation to treat restenosis. From information provided in table 1 in the article, it is known that baseline characteristics of the study population included; hypertension, diabetes mellitus, coronary artery disease, intermittent claudication, rest pain and a history of tobacco use. In addition, lesion characteristics included chronic total occlusion, restenosis and calcification. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction. However, due to limited information and as the conditions of use cannot be replicated, a definitive root cause cannot be determined. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of zilver ptx devices. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity . Treatment against the restenosis in patients enrolled in the study included bare metal stent implantation. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This report comes via a journal article; lida et al. "Incidence and its characteristics of repetition of reintervention after drug-eluting stent implantation for femoropopliteal lesion". The study is a sub analysis of the (B)(6) study (zilver ptx for the femoral artery and proximal popliteal artery) which enrolled femoropopliteal lesions undergoing endovascular therapy (evt) with des implantation. This current study analysed the (B)(6) year prognosis of (B)(4) fp lesions in (B)(4) patients undergoing pre-operative ivus imaging before des implantation. The primary outcome measure was repeated re-interventions (re-re-evt), defined as undergoing additional evt more than once during the (B)(6)-year follow up after des implantation. The secondary outcome measure was re-evt, defined as undergoing at least one additional evt during the follow-up. During the (B)(6) year follow up, (B)(4) patients underwent re-evt ((B)(4) plain balloon angioplasty, (B)(4) bare-metal stent implantation, (B)(4) des implantation, and (B)(4) thrombectomy). (B)(4) subsequently underwent re-re-evt, with the requirement of (B)(4) surgical bypass conversions and (B)(4) major amputations after primary evt. This report is being submitted relating to (B)(4) patients receiving bare metal stent implantation. Reference also reports 3001845648-2016-00279, 3001845648-2016-00281, 3001845648-2016-00282, 3001845648-2016-00283 & 3001845648-2016-00284.